Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with fortum (1g; route, frequency, and duration not reported) and injection vancomycin (2g; route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.